Event description:
The ventilator has a ventilation mode nava (neurally adjusted ventilatory assist). A single use naso-gastric catheter with electrodes (edi catheter) is used to measure the electrical activity of the diaphragm which is used to trigger ventilator breaths synchronous with the pt's breathing efforts. It was reported that when the edi catheter was removed after six days of use it had split on the top. (B)(4).

Manufacturer narrative:
(B)(4).